Manufacturer narrative:
No conclusion code available; the reported field event of premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. Fuel gauge trending data showed high current. The device was tested on the bench and the high current was found to be caused by an anomalous component on the hybrid.

Event description:
Additional information received indicated that the device was explanted and replaced due to premature battery depletion. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, premature battery depletion was observed. A firmware download to help decrease the high current drain was recommended. The asymptomatic patient was stable, and the device will continue to be monitored.